Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that upon power up and prior to use on a patient, the display for the cs300 intra-aortic balloon pump (iabp) was flashing red streaks intermittently across the screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm arrived on site and verified the customer's reported issue and replaced the display. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that upon power up and prior to use on a patient, the display for the cs300 intra-aortic balloon pump (iabp) was flashing red streaks intermittently across the screen. There was no patient involvement, and no adverse event reported.